Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a drill bit breakage occurred of the air pen drive engine. After breakage detection, it was detected a small drill fragment inside of the patient and it was removed. The drill was replaced and the procedure was continued. It was reported that the mf cortex screw broke during the application, and the fragment was removed and it was discarded. This is report 3 of 3 for complaint (B)(4).